Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case# FDA-2014-n-0736-1154, awareness date 08-oct-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. At the age of (B)(6), knew she did not want any more kids. She had been on birth control and over the last few years, the depo shot. Her doctor did not explain to her that essure had nickel in it; nor did he do a nickel allergy test. She had the procedure done in (B)(6) 2013 (they gave her the last depo shot at the same time). Three months later, an x-ray with dye test was done and doctor said that her tubes were completely blocked. She did not have a menstrual cycle for about 7 months, but when she did, it was the worst thing ever. She had very heavy bleeding in which she went through several pads a day, clotting, severe cramping and headaches; they usually lasted around 8 to 10 days. When she was intimate she would have spot bleeding as well after. She also started gaining weight, her stomach looked like she was 5 months pregnant, joint and back pain, some hair loss, fatigue, and a poor immune system (she caught everything and took several weeks and antibiotics to fight it off). Her blood work would show she had an infection every time even if she was not showing any symptoms of being sick. She got ear infections, swollen glands, and pneumonia several times that usually took two doses of antibiotics and a steroid to get it under control; she never had this before. During her two pap smears after the essure implants showed that she had bacterial vaginosis each time (strong odor from her vaginal area); she had been having pap smears since she was 14 and never had an irregular pap until after essure. Finally, she went to a new obgyn, he did a vaginal ultrasound the end of (B)(6) or (B)(6) 2015 and it showed she had an enlarged uterus (double in size) and the decision was to have a hysterectomy keeping her ovaries. Hysterectomy was done on (B)(6) 2015. It was supposed to take about 1 1/2 hours but took 4 1/2 due to scar tissue, fibroids, prolapsed cervix and the essure coils were so stretched out in her tubes that it was very difficult to get all the pieces of them out. The essure coils ruined her body and her health for a couple of years. (B)(4). Final assessment: for cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was diagnosed with an enlarged uterus 2 years after essure insertion. She was submitted to a hysterectomy. According to her, during this surgery essure coils were found so stretched out in her tubes that it was very difficult to get all the pieces of them out (regarded as device breakage during removal). Additionally, consumer had pneumonia several times. Only device breakage upon essure removal is listed in essure's reference safety information. In this case, consumer stated she had an enlarged uterus (double in size) diagnosed and physician decided to perform a hysterectomy. During this surgery fibroids were found and physician had difficulties in removing the insert (consumer mentioned it was difficult to get all pieces out). Uterine fibroids are the most common pelvic tumor in women in reproductive age. Genetic predisposition, environmental factors, steroid hormones, and growth factors important in fibrotic processes and angiogenesis all play a role in the formation and growth of uterine fibroids. There are a wide variety of treatments for this condition, both pharmacologic and surgical, including hysterectomy. Considering uterine fibroids as a proven alternative explanation for the reported uterine enlargement and as the probable reason for the hysterectomy; causality with the suspect insert is considered unlikely. The same assessment is given for pneumonia (based on event's pathophysiology and considering essure local action in fallopian tubes). This case was regarded as other reportable incident, due to the reported device breakage, as although this event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs